Event description:
It was reported that customer emailed that the fiber tip fell off prior to using it. They used a new fiber to complete the case. There were no patient complications.

Event description:
It was reported that customer emailed that the fiber tip fell off prior to using it. They used a new fiber to complete the case. There were no patient complications.

Manufacturer narrative:
An investigation was initiated; however, the device was not returned for evaluation, so product analysis could not be performed and the reported issue could not be confirmed. Based on the information available, several potential factors could contribute to fiber tip detachment. The labeling review found that the product IFU states, inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement and hold the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber (see fiber tip renewal during operation for details. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. A risk review was completed and confirmed that the event of fiber cap/tip detachment of device or device component was defined in the risk documentation and is documented. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. A device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. A review of available manufacturing records did not identify any abnormalities or indications of a broader quality concern. The reported event is consistent with known potential failure modes that may occur under certain circumstances. Because no product was returned and no evidence pointed to a specific cause, the most probable cause could not be established.